Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in medsurge room 213 at the account. There was no patient / user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the caregiver controls. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will order the part and make the repair themselves. Based on this information, no further action is required.